Manufacturer narrative:
(B)(4). Per the complaint closure letter dated april 22, 2013 wherein the investigation results are described, upon optical observation of the bleeder a scraping at the bottom area of the tap could be found. On closer examination of the tap seat in the housing lid and a deviation in the mass tolerance of the centering mandrel could be detected in addition to a sharp edge. A trend analysis was performed and the following causes were generation of the sharp edge in the housing cover by erosion the injection molding tool. Upper tolerance limit of the centering pin in the housing cover (diameter) resulting in the under pressurization of the vent valve. In the worst case, it is the combination of the two causes and the expansion of the seated under pressurized venting cock resulting from the temperature changes during the sterilization for shearing. Based on the above error analysis, two design changes were implemented: repair of injection mold the housing cover (polishing the mold contours). Adaptation of the outer diameter of the centering pin.

Event description:
On (B)(6) 2013, at the (B)(6) it was reported that small red particles (0.5-1.5 mm in size) were found in the arterial filter quart 00175. The filter is a part of the membrane set hd 0502-2.there was no patient involvement.on (B)(6), 2013 the complaint was reported to the (B)(6) by the customer. On (B)(4)